Event description:
During an in-clinic follow-up. Loss of capture, decreased sensing, decreased pacing impedance. And decreased defibrillation impedance were observed on the right ventricular (rv) lead, due to dislodgement. Diagnostic imaging confirmed the dislodgement. The rv lead was successfully repositioned to resolve the event. The patient was stable.